Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation. It was initially reported by the customer that that there is a damage to the hemostatic valve and there was resistance when trying to advance the dilator through the sheath. As such, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged, and the procedure was continued. There was no patient consequence. The customer¿s reported issue of resistance with the sheath is not MDR reportable since an increased potential for patient injury is remote. On (B)(6) 2022, the bwi pal revealed that a visual inspection of the returned device found hemostatic valve was dislodged inside the hub component. This finding was reviewed and determined to be an MDR reportable product malfunction.

Manufacturer narrative:
Device evaluation details: the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The root cause of the resistance reported by the customer could be related to the hemostatic valve separation. A device history record was performed for the finished device batch number, and no non-conformances were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).